Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral ne rve stim and gastrointestinal/pelvic floor. It was reported that the patient fell on (B)(6) 2017 and fractured their sacrum. The patient was hospitalized and the ins was turned off. The patient then went to rehab and once they got out of rehab, they turned on the ins. The device was not helping the patient¿s symptoms after it was turned on.